Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that 'since (implant on) friday' the patient had a minor stroke and is currently in the hospital. Caller stated the patient went into the hospital at 5 this morning. The caller stated that they were told they need to turn off the stimulator in order for the patient to have an MRI. The patient was not with the caller at the time of the call, so agent was unable to walk the caller through the process of putting the implant into MRI mode. Caller mentioned the patient cannot speak, and it's gotten really bad to the point where the patient cannot form any words. When agent inquired healthcare provider (hcp), and caller stated 'when the paramedics came here this morning, they took that card that they put inside the stimulator (external equipm ent) kit and it had that person's name on it,' indicating the hcp. Agent reviewed considerations andthat the caller would need to be with the patient in order to put the implant in MRI mode, or the caller could call back when they are with the patient for assistance in putting the device into MRI mode with external equipment. Agent redirected to healthcare provider and provided the caller with the nas phone number for the healthcare provider to call and request a representative to come into the hospital if needed. Caller then stated a specific hcp will likely be the one calling in for nas and/or stim tech if needed. Agent also provided patient's model number and serial number to caller.